Event description:
A malfunction alarm identified as malf 9 was reported, accompanied by a fault ID of 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact technical support if the malfunction recurred and confirmed understanding of the instructions.